Manufacturer narrative:
Hill-rom spoke to the accounts risk management, and she stated there are no pt fall/injury reports for the last 4 months that have been reported to risk management. She stated that unless hill-rom could supply a pt name, she would be unable to give me any info since they could not find an event matching the accounts maintenance description of the event.

Event description:
The accounts maintenance alleged that 3 or 4 months ago, they had a pt fall that resulted in injury. He inspected the bed and has determined that the pt positioning monitor (ppm) functioned properly and concluded that the alleged problem was due to user error. The accounts maintenance wanted to confirm the proper operation of the ppm system.